Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) was analyzed and found to have a dislodged crimp the yaw cable. Additional observation reported by site that is related to the primary failure states that the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however, a lag or delay in the motion was observed. Further, the instrument was found to have a broken monopolar yaw pulley at the yaw cable crimp pocket. Broken pieces are not missing as a result of breakage. The size of the broken piece¿s measures approximately 0.029¿ x 0.031¿. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted total gastrectomy surgical procedure, the permanent cautery hook (pch) instrument did not rotate in all directions. The issue was confirmed via phone call by the clinical sales representative (csr). A backup instrument of the same kind was used to complete the procedure with no patient harm.